Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged in the week following implant and high thresholds were observed. The lead was explanted and replaced as no programing changes could be made. The patient was also experiencing phrenic nerve stimulation from the recently implanted left ventricular (lv) lead which could not be resolved with reprogramming. The lv lead was also explanted and replaced. No further patient complications have been reported as a result of this event.